Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. During preparation, catheter broke at the proximal segment. The procedure was completed with a different device. No patient complications were reported. This device is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken at 125 mm from the tip. The proximal section of hypotube, including the manifold were not returned for analysis. It was noted that the hypotube was also kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. During preparation, catheter broke at the proximal segment. The procedure was completed with a different device. No patient complications were reported. This device is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).